Manufacturer narrative:
Many good faith efforts were made to obtain additional information from the customer; however, there was no response.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported the touchscreen is inoperable. There was no patient involvement. The remote service engineer gave the part number of the touchscreen to the customer so they could order a replacement. Other information is pending.